Event description:
A user facility requested an in-service on the cleaning and disinfection of olympus products by an olympus representative. The olympus representative determined that insufficient or incorrect reprocessing of the scope occurred and the scope was used for the next procedure. There was no patient injury, infection or death that occurred, associated with the problem, reported to olympus.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) observed staff reprocessing the scope. It was observed that staff did not use suction or flushing on the scope due to validation held on medivator. The ess informed the staff management that suction and flushing are needed on the ercp scope. A reprocessing in-service training session was performed by the ess. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections device manufacture date. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was insufficiently trained user facility staff. As described in the instructions for use, as a preventive measure: - "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." - "only olympus-recommended or olympus-endorsed automated endoscope reprocessors (aers) have been validated by olympus. When using an aer that is not recommended by olympus, the manufacturer of the aer is responsible for validating compatibility of the aer with each olympus endoscope and accessory.¿ - ¿before using an aer, confirm that it is capable of reprocessing the endoscope including all channels, the forceps elevator recess, and accessories. Be sure to attach all required connectors. Otherwise, insufficient reprocessing may pose an infection control risk. If you are uncertain as to the ability of your aer to reprocess the endoscope including all channels, the forceps elevator recess, and accessories, contact the manufacturer of the aer for specific instructions and information on compatibility and required connectors. Conduct precleaning and manual cleaning as instructed in this manual even when you use an aer that has instructions that would allow you to skip some steps in precleaning and manual cleaning of endoscopes.¿